Event description:
Left side of bed bolt failed while raising head of bed resulting in head of bed frame twisting to the left side with intubated patient on the bed. Head of bed off-set by 1-1.5 feet in comparison to foot of bed. No outside force or misuse of equipment. Hill-rom inspected bed this week and states this is a common occurrence in beds at 10 years of age and greater.